Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs permanent implant procedure. The patient developed an epidural hematoma at the sight of the paddle lead and was brought back in for surgical intervention on (B)(6) 2018. The implanting physician was successful in removing the hematoma and the scs device remained implanted.